Event description:
It was reported that following a trial procedure the patient experienced left foot pain at the ball of the foot radiating to the pinky to accompanied by numbness on the top of the foot. It was at first attributed to the position of the patient during the procedure, but when the patient was flipped over and in recovery patient still experiencing intermittent severe foot pain. The physician decided to pull the leads. Imaging was taken and revealed nothing significant. The physician does not believe that it was device related. Additional information was received that the trial leads were disposed by physician so will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model:sc-2316-50e; serial: (B)(6); batch: 7304349; UDI: (B)(4).

Event description:
It was reported that following a trial procedure the patient experienced left foot pain at the ball of the foot radiating to the pinky to accompanied by numbness on the top of the foot. It was at first attributed to the position of the patient during the procedure, but when the patient was flipped over and in recovery patient still experiencing intermittent severe foot pain. The physician decided to pull the leads. Imaging was taken and revealed nothing significant. The physician does not believe that it was device related.